Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. During the firing cycle, several skips were audible in the firing stroke. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic colectomy procedure, the surgeon was able to fire the device for the initial firing, but it made a loud popping noise. It appeared to partially lay some staples and cut the tissue. The reload could not be removed from the handle. There was poor staple formation and the staples barely formed. The staple line was formed incompletely at the proximal end. To correct the incomplete staple line, another reload and handle were used to complete the transection. Additionally, the surgeon noted that the staple line did not have very good hemostasis and partially opened up. The surgeon over sewed the staple line with suture for added security. No patient injury or extension in surgical time. Patient status is alive, no injury.